Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Initially, it was reported that the patient's generator and lead were explanted due to unknown reasons. It was later reported that the patient underwent explant due to infection. It was reported that the patient was not reimplanted. Attempts to obtain additional information have been unsuccessful to date. The generator and lead were returned for analysis. The generator analysis was completed and the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator is operating within specification. There were no performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to specifications. Analysis was performed on the returned lead portions. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Date of event; corrected data: the initial report provided an incorrect date for the reported event.

Event description:
Additional information was received stating that the infection was first observed on (B)(6) 2003. Culture results identified staphylococcus aureus (moderate 3+). It is unknown if there was any relationship between the reported event and vns. It is unknown whether patient manipulation or trauma caused/contributed to the event.